Event description:
A customer via government agency reported that an intraocular lens was stuck and broken during injecting so, it could not be implanted during cataract surgery with iol implant. The surgery was completed on the same day after replacing the pack with another one.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).